Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that the insulin pump had under delivering. The blood glucose level was 250 mg/dl at the time of incident. The current blood glucose was 321 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.